Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-66 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a defective sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-66 (supply voltage of cpu circuitry is too high) alarm. No additional information is available.